Manufacturer narrative:
The reported event was confirmed as a manufacturing related. The sample was evaluated and observed there was collapse lumen which caused the catheter to difficult to remove. The catheter balloon was inflated with 10 ml of water using a normal fill technique and the balloon was unable to deflate. The catheter was dissected and found that the lumen collapse due to deformed inflation eye which caused the catheter to difficult to remove and thin rubberize thickness. The root cause for this failure mode was due to a thin rubberize wall which caused the collapse or pinch inflation lumen under the balloon or along the shaft. A review of the manufacturing process indicates the process was capable of producing this type of defect. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." The actual/suspected device was inspected

Event description:
It was reported that only 5cc of water was drained out from the catheter balloon when the user attempted to deflate the catheter. It was stated that the catheter shaft or funnel was cut but the water was still unable to be drained. Eventually the catheter was pulled out hard to remove but the balloon remained slightly inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that only 5cc of water was drained out from the catheter balloon when the user attempted to deflate the catheter. It was stated that the catheter shaft or funnel was cut but water was still unable to be drained. Eventually, the catheter was pulled out hard to remove but the balloon remained slightly inflated.